Event description:
The healthcare professional reported that during the implant procedure the pt's blood pressure dropped and echo showed partial opening of the valve leaflets. The chest was reopened and leakage was found in the area of the noncoronary cusp between the stitches. The valve was replaced. The surgeon stated that the event was not caused by product. The device was not returned for analysis.